Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 type of investigation, investigation findings, medical device problem code, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The 5000 hour preventive maintenance kit was expired and damaged. This caused the device to experience an automatic inflation failure. The the fse replaced the 5000 hour preventive maintenance kit. The fse also replaced the safety disk assembly since it was going to expire soon. After completing the replacements, the device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for use.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) equipment alarmed as automatic inflation failed." After the fault was discovered, the equipment was replaced in time. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1. Event site name: (B)(6) hospital, affiliated to (B)(6) university. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.